Event description:
Patient reported "a left side rupture, left side capsular contracture, baker grade iii," "pain, and "bubbles." Healthcare professional reported left side capsular contracture baker grade IV, "folds on implant", and "no rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ bubbles: no observed bubbles in the device. ¿ crease/folding of implant: observed crease in the device. Additional observations: ¿ crease fold observed in the surface of the shell. ¿ wear abrasion observed in the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "folds on implant", and "no rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Patient reported "a left side rupture, left side capsular contracture, baker grade iii," "pain, and "bubbles." Healthcare professional additionally reported a "left rupture and capsular contracture baker grade unknown." Device remains implanted.